Event description:
It was reported that during the procedure to implant an right atrial (ra) lead the stylet would not fully insert into the lead making lead placement impossible. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed, and no anomalies were found. The analyst noted that the stylet was not returned with the lead. Stylet insertion test was performed using the stylet sample in (B)(6) lab, result was passed. The stylet passed through the coil lumen to the distal end of the lead without obstruction. If information is provided in the future, a supplemental report will be issued.